Event description:
It was reported that there were exposed bare wires due to damaged insulation on the wire harnesses for the a & b valve coils in the hydraulic subassembly. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
(B)(4): a & b valve coil wire harnesses.